Manufacturer narrative:
The customer did not report any system issues. A replacement was sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to evidence of leak upon opening a new drug cal 2 kit. One of the vials was empty. No injury was reported.